Event description:
At the beginning of the procedure, the physician followed normal procedures to open the dura prior to dilation, performance of a biopsy and probe insertion. The physician first used a bipolar to cauterize the tissue and then used a size 11 blade to open up the dura. The dilator was inserted into the cortex and a biopsy obtained without incident. The test probe was used to check the clearance of the skull burr hole prior to probe insertion. Following probe insertion a 3d mprage MRI image was acquired and it was noticed that the probe had skived off the dura instead of entering the cortex, which caused an epidural hematoma lateral to the burr hole. The probe was removed and reinserted into the cortex and the ablation procedure proceeded without any add'l incidents. The hematoma was monitored throughout the procedure and no add'l intervention was required.